Manufacturer narrative:
Initial.

Event description:
It was reported that the user sought to return the ilet due to dissatisfaction with overall experience, citing soreness at infusion sites from frequent changes, tubing perceived as too short, increased insulin usage, and frequent nocturnal hypoglycemia in the 60s; the user treated lows with oral glucose and declined additional training. Symptoms included hypoglycemia. Outcomes included no health consequences or impact and an unexpected medical intervention consisting of medication taken to treat the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component were both characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.